Event description:
It was reported by a philips remote service engineer, while in therapeutic use the v60 displayed an error code blower temperature high. No reports of harm or injury. This investigation is ongoing.

Manufacturer narrative:
The customer indicated that a part has been ordered. Subsequent good faith efforts were conducted to ascertain which part was ordered to resolve the issue, but no response was received. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.